Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on an unknown date. During the procedure, the cinch failed to cut the suture. The physician manually deployed the cutter using pliers. The procedure was completed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 the event date is an approximate. The exact event date was not provided by the complainant. Block h6 device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Manufacturer narrative:
Block h6 device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required. Additional information: block a1, a2, a3, b3, and b5 updated based on additional information received on april 6, 2026. Device evaluation: block h3 device evaluation is in progress.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to cut the suture. The physician manually deployed the cutter using pliers. The procedure was completed. There was no patient complications reported as a result of this event. This is the fifth of five suturing cinches used in the same procedure.